Event description:
On 06/09/2009 the pt reported that 3-4 years ago he experienced issues with infusion site cannulas "collapsing on me" and bending. This resulted in elevated blood glucose. He was not able to provide details of the incidents or recall blood glucose levels. He did not provide the type of infusion set that was in use at the time of the event. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.